Manufacturer narrative:
A steris service technician arrived onsite following the reported event and inspected the v-pro 1 plus sterilizer. The technician's inspected identified the sterilizer was operating per specification; the unit's injection assembly and cylinder were in proper working order. No repairs or adjustments were required. The technician inspected the area were the packs are wrapped prior to sterilization and found the area to be wet. The technician then inspected the cycle printout for the load subject of the reported event and noted a "load test repeated" message printed on the cycle tape. The "load test repeated" message occurred due to the sterilizer detecting moisture on the peel pack, potentially due to being placed in the wet working area, prior to being placed into the sterilizer. The operator manual states (2-2), "failure to thoroughly clean and dry articles to be sterilized could result in an ineffective sterilize cycle." The technician informed user facility personnel of the importance of keeping the packing prep area dry to avoid placing wet packs into the sterilizer. The technician's investigation also confirmed that the employee involved with the reported event was not wearing the correct ppe. The operating manual states on page on page 6-14 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." In addition, page 6-14, "steris recommends (in accordance with (B)(4)) wearing chemical-resistant gloves when using the sterilization unit". The technician notified user facility personnel of the need to wear appropriate ppe when removing loads from the sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn when unloading their v-pro 1 plus sterilizer, medical treatment was sought at the facility's on-site services. No medical treatment was administered; the employee flushed the affected area was water and returned to work.